Manufacturer narrative:
The insulin pump had a blank flashing white liquid-crystal display due to cracked liquid-crystal display controller. Unable to verify broken force sensor error or critical pump error due to blank flashing white liquid-crystal display. Unable to perform the self test, sleep current measurement, active current measurement , displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank flashing white liquid-crystal display. During visual inspection, the electronic assembly was corroded. The motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer had insulin pump error. The blood glucose was unknown at the time of the incident. The error was a critical error so therefore it must be replaced. The insulin pump will be returned for analysis.